Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colectomy procedure, the ancillary trocar (little blue thing) could not be removed from the anvil. Resection of additional bowel was required in order to remove the anvil and trocar. Surgery was prolonged 15 minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested and received on 2/23/2010: the surgeon could not say the exact amount of additional bowel that was resected; however, it was about the length of the trocar. The situation was resolved by stapling/ cutting away the section of the bowel, with the anvil & trocar in it. Opening a new instrument and putting the anvil & trocar from the new instrument into the bowel and using the new instrument to create the anastomosis. The patient was reported to be fine following the procedure.